Event description:
Litigation papers allege the patient suffers from pain and elevated metal ion levels.

Manufacturer narrative:
Depuy considers the investigation closed at this time.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - litigation papers allege the patient suffers from pain and elevated metal ion levels. Update 5/21/12 - plaintiff's preliminary disclosure form was received, which identified (part/lot) information. The complaint and associated MDR's were updated. There was no new information that would change the outcome of the investigation. Update rec'd 11/4/2014 - medical records received. Upon revision, a pseudotumor and corrosion at the taper were noted. The stem remained in situ. The stem and sleeve are being reported. This complaint was updated on: 12/2/2014.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation on this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.